Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Additional products: d1: heartware ventricular assist system ¿ (B)(6). H3: yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 additional products: d1: heartware ventricular assist system ¿ (B)(6). H3: yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c07, c15 h6: FDA conclusion code(s): d01, d11 product event summary: two (2) controllers ((B)(6)) and one (1) battery ((B)(6)) were returned for evaluation. Various analyses were condu cted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of (B)(6) revealed that the controller passed visual inspection and functional testing. Failure analysis of (B)(6) revealed that the con troller passed functional testing. Visual inspection of (B)(6) revealed contamination within the serial/data port, both power ports, and the pump connector of the controller. Additionally, visual inspection under 10x magnification revealed hairline cracks around power port two (2). An internal inspection did not reveal evidence of fluid ingress. These are additional findings not related to the reported event. The most likely root cause of the observed contamination within the controller ports can be attributed to handling of the device. Based on an investigation conducted under CAPA pr00381374, the root cause of the observed hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Even though this CAPA is closed, (B)(6)falls within the bounds of this CAPA. Review of the controller log files associated with (B)(6) revealed that the controller was not in use during the reported event date and was likely the patient's back up controller. Log file analysis revealed that the controller in use during the reported event, (B)(6), contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. The controller can only store a maximum of 30 days of data. After reaching the limit, the controller initiates a first-in first-out method whereby the oldest data point is deleted to allow the newest data point to be recorded. As a result, data logs covering the reported event were not available. Review of the alarm log file revealed a power disconnect alarm was logged on 16/apr/2021 at 14:38:25. During the power disconnect alarm, a safety alert word (saw) value was recorded on (B)(6) indicating that a cell pair depleted below a voltage threshold. Failure analysis of the returned battery revealed visual inspection. Functional testing revealed that the battery was depleted, unable to provide power to the test controller, and test equipment was unable to read the battery status. Charging the battery was able to reset the battery and resulted in the battery regaining functionality. Analysis indicated that integrated circuit (ic), that measures cell pair voltages and provides safety protection when certain conditions are met, was likely disabled and not providing voltage. When a voltage above the "voltage-startup" threshold is supplied to the pack terminal, the ic regains functionality; this occurs when the battery is initially connected to the test battery charger. A review of the battery's internal gas gauge log revealed abnormal values, including abnormal values related to the battery 's lifetime cell and pack voltage, likely due to a fault in the ic that measures cell pair voltages. Based on the available information, the power disconnect alarm was likely due to a fault in the ic involving (B)(6). As a result, the reported battery no power, battery not recognized by the controller, and power disconnect alarm event was confirmed. As a result, the reported the "reported rsoc greater than 100%" and communication error event was not confirmed. The most likely root cause of the reported no power, battery not recognized by the controller, and power disconnect alarm can be attributed to a fault in the integrated circuit that measures cell pair voltages and provides safety protection when certain conditions. CAPA pr00519785 is investigating this battery issue. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that one of the controllers exhibited the power disconnect alarm while connected to the battery. It was also reported that the battery exhibited a communication error. The controllers were removed from service.

Manufacturer narrative:
Corrections: b5, e1 a supplemental report is being submitted additional information and corrections. B5 description of event problem corrected to clarify that the battery exhibited a communication error. E1 street 1 corrected from (B)(6) to (B)(6) and region corrected to (B)(6). Newly received information indicated that one of the controllers exhibited the power disconnect alarm while connected to the battery. The controllers were removed from service. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-jul-2018 / serial #: (B)(6) UDI #: (B)(4) .d9: yes, return date: 01-jul-2021 h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes h4: mfg date: 31-jul-2017 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g04035 h6: FDA device code(s): a12 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 30-nov-2018 / serial #: (B)(6), UDI #: (B)(4). D9: yes, return date: 01-jul-2021 h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes h4: mfg date: 14-nov-2017 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g04035 h6: FDA device code(s): a12 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Describe event or problem and device evaluated by manufacturer? Were updated. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the battery exhibited a relative state of charge (rsoc) greater than 100 with an associated power disconnect alarm.

Manufacturer narrative:
A supplemental report is being submitted for an update to the product event summary and (B)(6) annex c and d codes. Product event summary: two (2) controllers ((B)(6)) and one (1) battery ((B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of (B)(6) revealed that the controller passed visual inspection and functional testing. Failure analysis of (B)(6) revealed that the controller passed functional testing. Visual inspection of (B)(6) revealed contamination within the serial/data port, both power ports, and the pump connector of the controller. Additionally, visual inspection under 10x magnification revealed hairline cracks around power port two (2). An internal inspection did not reveal evidence of fluid ingress. These are additional findings not related to the reported event. The most likely root cause of the observed contamination within the controller ports can be attributed to handling of the device. Based on an investigation conducted under CAPA pr00381374, the root cause of the observed hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Even though this CAPA is closed, (B)(6) falls within the bounds of this CAPA. Review of the controller log files associated with (B)(6) revealed that the controller was not in use during the reported event date and was likely the patient's back up controller. Log file analysis revealed that the controller in use during the reported event, (B)(6), contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. The controller can only store a maximum of 30 days of data. After reaching the limit, the controller initiates a first-in first-out method whereby the oldest data point is deleted to allow the newest data point to be recorded. As a result, data logs covering the reported event were not available. Review of the alarm log file revealed a power disconnect alarm was logged on (B)(6) 2021 at 14:38:25. During the power disconnect alarm, a safety alert word (saw) value was recorded on (B)(6) indicating that a cell pair depleted below a voltage threshold. Failure analysis of the returned battery revealed that the device passed visual inspection. Functional testing revealed that the battery was depleted, unable to provide power to the test controller, and test equipment was unable to read the battery status. Charging the battery was able to reset the battery and resulted in the battery regaining functionality. Analysis indicated that integrated circuit (ic), that measures cell pair voltages and provides safety protection when certain conditions are met, was likely disabled and not providing voltage. When a voltage above the "voltage-startup" threshold is supplied to the pack terminal, the ic regains functionality; this occurs when the battery is initially connected to the test battery charger. A review of the battery's internal gas gauge log revealed abnormal values, including abnormal values related to the battery's lifetime cell and pack voltage, likely due to a fault in the ic that measures cell pair voltages. Based on the available information, the power disconnect alarm was likely due to a fault in the ic involving (B)(6). As a result, the reported battery not providing power, battery not recognized by the controller, and power disconnect alarm events were confirmed. The reported "rsoc greater than 100%" and communication error event was not confirmed. Based on an investigation conducted under CAPA pr00519785, the most likely root cause of the reported battery not providing power, battery not recognized by the controller, and power disconnect alarm events has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the battery was not returned for evaluation. The reported event could not be confirmed as the unit was not returned for analysis. Applicable risk documentation and experience with events of similar circumstances were considered; events involving a battery not providing power and or being recognized by the controller can be attributed, but not limited, to an internal battery communication error, a faulty integrated circuit, an improper weld, and/or a soldering defect. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional information has been requested regarding the log files for this event, but it was not available at the time of this report. If log files investigation is performed, the event will be updated and a supplemental report will be sent. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery would not provide power and was not recognized by the controller. The battery was replaced. No patient complications have been reported as a result of this event.